Manufacturer narrative:
(B)(4). Concomitant medical products: persona cruciate retaining cemented femoral component left size 9, catalog #: 42502606601, lot #: 63784681; persona cemented stemmed tibial component left size g, catalog #: 42532007901, lot #: 63695902; persona all poly patella 38mm, catalog #: 42540200038, lot #: 63550924. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision of the articular surface due to infection 10 months following knee arthroplasty. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. (B)(4). The product was evaluated through manufacturing review, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.